Manufacturer narrative:
Missing lot information was requested from the initial reporter. The initial reporter indicated the lot number was unavailable. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that over 2 months after the dental implant was placed in ada site 22 in the mouth, the implant did not achieve osseointegration. Clinician noted the patient's infection. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form and visual conference of the product returned by the dentist. After the evaluation was noticed that the item received is different from the item reported. Therefore, the item was corrected and the lot number was not considered.

Event description:
The clinician reported that over 2 months after the dental implant was placed in ada site 22 in the mouth, the implant did not achieve osseointegration. Clinician noted the patient's infection. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).